Event description:
Stryker mako acetabular reamer shaft product #212760, lot #5621176. We have had four of these shafts loose screws that we never located. We have sent all four of the product back to stryker for evaluation but have not received any feedback. We have now replaced all of these shafts for new ones and we are still loosing screws. My feeling is that this could possibly become a patient safety issue.